Event description:
It was reported that the ventilator was continuously alarming. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was continuously alarming and would not turn on. The ventilator was investigated by our field service engineer on-site and the monitoring printed circuit board (pcb) and the dc/dc & standard connectors pcb was replaced which solved the issue. No log files or part has been returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).